Event description:
Event description boston scientific crm received information that during a follow-up visit, this pacemaker was pacing at the programmed maximum sensor rate of 120ppm while this non-dependent patient was at rest in a wheelchair. Once the rate response feature was turned off, the pace rate dropped to 60ppm. With this feature turned on again, the pace rate resumed to 120ppm. The device was then programmed to have only the minute ventilation feature on, and appeared to be functioning appropriately. Later, the physician checked the device again and was unable induce the inappropriate pacing. No adverse patient effects were reported.